Manufacturer narrative:
The insulin pump failed displacement test (32.8 units left on status screen) due to out of phase motor encoder signal. However pump passed prime/a33, basic occlusion test and excessive no delivery alarm test. All buttons function properly. However moisture damage was noted on keypad traces. Cracked reservoir tube lip, minor scratches on display window and loose/shifted end cap sticker noted during visual inspection.

Event description:
It was reported by the customer that their insulin pump has a loose drive support cap. Customer stated the act button also sticks and does not respond to user input. Customer also stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 125 mg/dl at time of reporting. Nothing further reported.